Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned only in the outer packing box. The tip showed signs of activation and scratches. The suction tube was cut and was not returned for evaluation. The tip, handle, shaft and plug did not show any signs of damage. The supplier performed an evaluation with the following results: the device was received in the original shelf-carton box, the tip was in used condition with crystalized saline residue, and procedural residue was visible in suction tube. The suction tube was cut off and not returned for evaluation. The device passed the electrical testing but failed the functional checks of the hands switching functions. Both ablate buttons had intermittent activation. Sw5 (coagulate button) did not function and sw6 showed evidence of continual activation after release of the button. In further visual inspection saline ingress was recorded on the switches button (sw2, sw4 & sw6) and the pcb tracks. Additionally, there is a surplus coating around sw4 & sw6 which appears to be split and sw2 appears to have a missing solder joint. The conformal coating of the pcb is pre CAPA and therefore insufficient. As the suction tube had been cut off, the device could not be tested for flow rate. The customer observation of the device automatically switch between the functions of cutting and coagulate could not be replicated. This complaint is not substantiated; however, complaints related to continual activation have been investigated under previous CAPA. As the device was manufactured prior to the CAPA being raised for this fault, no further action is required. Corrections were undertaken under previous CAPA and ncr. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to manufacturing process. This product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2402049 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a rotator cuff repair procedure, the vapr tripolar 90 suction elect device would automatically switch between cutting and coagulation modes when the button was not pressed in manual control mode. A replacement device was used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.